Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for pain and loosening/lysis. Conversion to rsa. Patient ID: (B)(6).

Manufacturer narrative:
(B)(4). Medical device was manufactured in accordance with our specifications. (B)(4). Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.